Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, there was difficulties inserting the atrial lead into the header of the device. The lead was subsequently connected with normal measurements. Patient condition was good following the event. The device remains implanted.